Manufacturer narrative:
Block e1: initial reporter title: manager clinical projects - procurement block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on (B)(6) 2021 after submitting initial report. Fields b5 (describe event or problem), d7a (sud reprocessed and reused), h6 (patient code), h6 (impact code), h8 (usage of device).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an unknown procedure, performed on (B)(6), 2021. During the procedure, when the physician tried to insert the polaris ultra stent, the stent broke. The physician tried several times with stent sheath continuously breaking. No further information was reported if a new stent was used to complete the procedure. It was reported that there was a minor injury to patient or staff. No treatment was reported to the patient or staff. ** additional information received on (B)(6), 2021 ** another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter title: manager clinical projects - procurement. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an unknown procedure, performed on (B)(6) 2021. During the procedure, when the physician tried to insert the polaris ultra stent, the stent broke. The physician tried several times with stent sheath continuously breaking. No further information was reported if a new stent was used to complete the procedure. It was reported that there was a minor injury to patient or staff. No treatment was reported to the patient or staff. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.